Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site and found that a faulty computer caused the issue. On 5/3/2017 a replacement computer was shipped to site. On 5/9/2017 medtronic representative replaced the computer and performed a system checkout. The navigation system passed all tests and was fully functional. The suspected computer was returned to manufacturer for evaluation. The manufacturer has evaluated the returned computer and found that the computer was functioning normally.

Event description:
A site representative reported that when working on plan the system became unresponsive. Surgeon shut down the system and tried rebooting the system. System booted normally, then became unresponsive when moving to plan. There were more than 200 images. During troubleshooting, a medtronic representative asked the surgeon to unplug the power cable from the wall and wait for 30 seconds before plugging the cable in. Once the cable was plugged in after 30 seconds, surgeon confirmed that the system was fully functional. There was no patient at the time of the issue.

Manufacturer narrative:
Device manufacture date provided. Product and unique device identification (UDI) updated to proper value.